Manufacturer narrative:
Added to reflect un-retrieved device fragment documented in executive summary.

Event description:
It was reported that when the guidewire was pushed in the patient's basilar artery region, the distal portion( approximately 40 cm long) of the guidewire split . The broken guidewire could not removed from the patient's anatomy with a snare and was left in the basilar artery. The patient is reported to be in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the guidewire had separated at approximately 184.1cm from its proximal end. The guidewire had separated on its nitinol and corewire. The guidewire distal separated section was not returned for analysis. It appeared that the guidewire had separated due to excessive torque. No anomalies were observed with the ptfe (polytetrafluoroethylene) and hydrophilic coating. There were small bubbles were observed on the guidewire at 16.0cm distal from the proximal bond. Functional evaluation could not be performed due to the separated guidewire. Sem (scanning electron microscopy) was performed to analyze the separation site. The core wire and nitinol fractures sites appeared to be covered up with debris and the type of fracture on the nitinol could not be determined due to the debris, but there were signs of dimpling or directionality on the core wire indicating a ductile fracture and possible torsional overload. The bubbles on the guidewire were analyzed by sem (scanning electron microscopy) and edx (energy-dispersive x-ray spectroscopy) testing and were likely to be hydrophilic coating found on the guidewire; however, could not be definitively determined. Information available indicated that the device was prepared as per the device direction for use (dfu), no anomalies were noted after unpacking, and continuous flush was maintained. However, it appears that the physician manipulated the guidewire with force against resistance during use. Per the device dfu, "never advance, auger, withdraw, or torque a guidewire which meets resistance." Because the device dfu specifically cautions that excessive force on the device can lead to device damage, the cause of the event is considered to be related to user error.

Event description:
It was reported that when the guidewire was pushed in the patient's basilar artery region, the distal portion (approximately 40 cm long) of the guidewire split . The broken guidewire could not removed from the patient's anatomy with a snare and was left in the basilar artery. The patient is reported to be in good condition.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the guidewire was pushed in the patient's basilar artery region, the distal portion( approximately 40 cm long) of the guidewire split . The broken guidewire could not removed from the patient's anatomy with a snare and was left in the basilar artery. The patient is reported to be in good condition.